Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product identified loose foam debris within the sterile packaging. The sterile seals are intact. The complaint is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when leaving zimmer biomet was conforming to specifications. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 fp type1 pps so 5.0 cat# 51-100050 lot# 3876849. Tprlc 133 t1 pps ho 15x150mm cat# 51-104150 lot# 3881103. Tprlc 133 fp type1 pps ho 6.0 cat# 51-101060 lot# 3825969. Foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05703, 0001825034-2019-05705, 0001825034-2019-05706.

Event description:
It was reported that while investigating stock, debris was identified in sterile packages. No hospitals were involved. Attempts have been made and additional information on the reported event is unavailable at this time.